Event description:
New information notes externalized conductors were observed via x-ray. Lead was explanted and replaced.

Event description:
It was reported that multiple stored episodes of non-sustained lead noise and one episode of non-sustained vt were observed. Noise was not reproducible with isometrics. Device was reprogrammed. Patient will be monitored.